Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Patient reported that he required medical intervention due to an abscess caused by the infusion sets. Patient has been on infusion device therapy for 23 years and used steel infusion needles without any problems. In (B)(6) 2010, patient received stationary treatment due to an "open sore." He switched to a new type of infusion set at that time. Patient received stationary treatment from (B)(6) 2010, for another "open sore." While in the hospital, he used another type of infusion set. The infusion set was inserted with the insertion device. Two days later, patient had a hardening abscess, and 2 more days later, he required an operative opening of the abscess (3 cm incision). On (B)(6) 2011, patient had another hardened area due to the infusion set. On (B)(6) 2011, he received another operative opening and had stationary treatment until (B)(6) 2011. Ambulant maintenance assisted with bandaging the wound. Patient switched back to a steel infusion needle. Alleged infusion sets were not available to return for evaluation. Additional details were not provided.